Manufacturer narrative:
Information contained in this report was previously submitted through psr on 07/22/2017. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to capsular contracture, baker grade unknown and reported "complications" and "multiple masses." Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade unknown. Patient reported device was removed a year ago (2018) because of complications and experiencing multiple masses." Device has been explanted.